Manufacturer narrative:
(B)(4). The customer provided pictures of the device. The arm is showing signs of corrosion and paint is missing at multiple locations, in particular where collisions with other objects are possible. The prismalix series operating manual includes some instructions concerning how the light should be pre-positioned prior to any procedure to minimize interactions with possible obstacles. Additionally, the yearly maintenance program includes a verification of the arms during maintenance (no corrosion nor flaking paint). Maquet is not the primary maintenance provider of the device. The customer secured the arm by himself using tape, and maquet provided a quote for the replacement.

Event description:
Customer reported that a paint chip fell off of the light into the operating field during a surgery. No injuries were reported. Factory reference number : (B)(4).